Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope experienced defects in bending. It was unknown when the event occurred. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that the image disappeared. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation of defects in the bending rubber were confirmed. Due to a pinhole in the bending section cover (a-rubber), water tightness was lost. Additionally, due to damage on the charged cabled device unit, the monitor showed a black screen with no image. The following findings were also identified and are as follows: (a.) The adhesive on the a-rubber had a chip, (b.) Due to wear of the angle wire, bending the angle wire in the up direction did not meet the standard value, (c.) Due to damage on the lock engagement lever (fe lever), bending section cannot be fixed firmly, (d.) The universal cord had a scratch, (e.) The light guide cover glass was deformed, (f.) The video connector had a crack, (g.) And the video connector was deformed. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed no image issue could not be determined, however, the issue was likely the result of a damaged or disconnected charged-coupled device unit or a faulty component on the circuit board due stress from repetitive use, external factors, or user handling/mishandling. The event can be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection 3.8 checking the function in combination with related equipment inspection of endoscopic images: ¿check if normal light observation images and nbi observation images are displayed normally¿. ¿1. Wipe the endoscope tip lens with sterile gauze moistened with saline or sterile water before inspection. 2. Observe the palm, etc. With normal light observation images and nbi observation images. 3. Make sure the light is coming out. 4. Adjust the amount of light to get the proper brightness. 5. Check that there are no abnormalities such as noise, blur, or cloudiness in the normal light observation image and the nbi observation image. 6. Operate the angle lever of the endoscope to bend the curved part. 7. Check that normal light observation images and nbi observation images do not disappear for a moment or other abnormalities¿. Olympus will continue to monitor field performance for this device.